Manufacturer narrative:
The biomedical engineer (biomed) decided the batteries were dead, as there was writing on the bottom that the batteries were replaced in 2008. The biomed ordered the exact batteries from a non-manufacturer source for the repair. The biomed performed the repair on (B)(6) 2014. When he turned it back on it didn't work, so he called the manufacturer's technical support. The customer realized the fuse holder in the back of the unit had popped out while he was checking the batteries. The biomed reinserted the fuse holder back in and the unit is working properly. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the unit would not go on battery. When battery on switch was in "on" position there was no power to controller. As a result, an alternate device was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient.